Event description:
It is reported that insulin pump needed analysis due to complain unknown. No further information provided.

Manufacturer narrative:
Pump unable to prime during prime/a33 test due to faulty fsr (gold). Pump received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, scratched lcd window.